Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Unique device identifier (UDI #): the UDI is unknown because the serial number and/or lot number were not provided. Further information was requested but not received. Date of event is estimated.

Event description:
It was reported that the patient lost therapy. Pre-op diagnostics revealed high impedance. Lead fracture was confirmed via x-ray. As such, surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, impedance reading was normal and therapy was confirmed post operatively.

Manufacturer narrative:
The reported event, of lead break/high impedance was confirmed. Microscopic inspection of the return lead revealed, a fracture on the lead body. Where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event, the lead was subjected while in vivo.